Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that a cartridge alarm 29 and multiple cartridge alarms (alarm 31) occurred during basal delivery and the load sequence. The customer's blood glucose level was between 200-253 mg/dl. Reportedly, the customer reverted to an alternate method of insulin delivery.